Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the stop key was not working on the pumphead module keypad. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device has been received at baxter, but the evaluation has not yet been completed.a follow-up medwatch report will be submitted if additional information becomes available.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result above the ami cutoff generated by access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing produced results within the normal reference range. There was no report of death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was that the main batteries were low and the phm (pumphead module) keypad cable was loose. The main batteries and harness were replaced. The phm keypad cable was reset. The user interface module master software version for this device is 5.09.90, categorized as remediated. A service history review revealed that this device has been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).